Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a delivery issue with a replacement adc device. The replacement was initially ordered due to an unspecified issue with sensor and due to the delay in delivery, the customer was unable to monitor glucose. As a result, the customer was taken to the hospital and blood glucose of over 400 mg/dl was reported. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a delivery issue with a replacement adc device. The replacement was initially ordered due to an unspecified issue with sensor and due to the delay in delivery, the customer was unable to monitor glucose. As a result, the customer was taken to the hospital and blood glucose of over 400 mg/dl was reported. No additional information was provided. There was no report of death or permanent injury associated with this event.